Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006 to treat pelvic organ prolapse and urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, , infection, urinary problems, recurrence and vaginal scarring. It was reported that patient underwent the following procedures: on (B)(6) 2007, excision of eroded mesh due to mesh erosion and pelvic pain; on (B)(6) 2010, revision- transvaginal repair of large central cystocele defect and increased uterosacral vaginal vault suspension due to cystocele, voiding dysfunction and vaginal vault descent. (B)(4) ¿urinary problems; undefined recurrence. This is one of two follow-up medwatches being submitted as two devices were involved in this event. See also follow-up medwatch 2210968-2011-02187. The same patient is represented in each follow-up medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedures of anterior/posterior enterocele repair and sacrospinous fixation on (B)(6) 2006 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. This is one of two follow-up medwatches being submitted as two devices were involved in this event. See also follow-up medwatch 2210968-2011-02187. The same patient is represented in each follow-up medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and symptomatic pelvic relaxation. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02187. The same patient is represented in each medwatch.